Event description:
It was reported that tip break occurred. The target lesion was located in the left lower limb vein. An angiojet solent omni was used for a thrombectomy procedure. However, during the procedure, the valve of the switch at the end of the catheter was broken, leading to a large amount of blood spilling out. Procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 52 cm from the tip, the hypotube was broken and completely separated. It was also observed that the hub was completely broken off at the end. The device could not be functionally tested due to the extreme damage on the device. No pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken hypotube. Kinks and a broken hub were also confirmed.

Event description:
It was reported that tip break occurred. The target lesion was located in the left lower limb vein. An angiojet solent omni was used for a thrombectomy procedure. However, during the procedure, the valve of the switch at the end of the catheter was broken, leading to a large amount of blood spilling out. Procedure was completed with another of the same device. There were no patient complications reported.